Event description:
Technician alleged that the head of the bed is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.